Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the poppet kit for the valve was not shifting. Additional malfunctions include the capacitor for the compressor had a short circuit, and the zip ties for the tubing was leaking.